Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 31mm watchman flx laa closure device with delivery system (wds), a watchman fxd curve access system (was), and a versacross guidewire. The closure device was deployed and recaptured for repositioning approximately three times. During the final deployment of the closure device, an anterior pericardial effusion was identified via transesophageal echocardiogram (tee). A pericardiocentesis was performed and the laa closure procedure was aborted. Following the pericardiocentesis, the patient stabilized and recovered. The patient recovered and was discharged two days post index procedure.